Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had debris inside, found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (16) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to confirm the customer specified fault, and no debris was evident. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in evis lucera gif type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis lucera gif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic gastroscopy.